Event description:
The complaint was reported as: the customer alleges that holes were melted into the circuit during use. The circuit was exchanged for another circuit. No report of a patient injury.

Manufacturer narrative:
Three (3) pictures of catalog number 780-36 (circuit, htd dual limb w/water traps w/o) were received for analysis. They were visually inspected finding the corrugated tubing melted. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint was confirmed based on the visual inspection of the received pictures. The received pictures show a melted section on the corrugated tube. But, without a sample, it is not possible to determine the root cause of the failure reported. If defective sample becomes available at a later date this complaint will be re-opened. Due to nature of the complaint an in-service visit was required.